Event description:
It was reported that the tandem mobi pump battery would not charge despite using the correct charging pad, cable, and wall adapter, with an unstable or unrecognized charging connection after multiple attempts. There was no adverse impact to the customer¿s blood glucose level. Tandem technical support planned to send a replacement wall adapter, charging cable, and charging pad with two-day shipping, and the customer was advised to rely on backup therapy if the pump battery depleted before receiving replacement supplies. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, no response was received.